Manufacturer narrative:
The investigation of automated impella controller (aic) - cabling issue has been completed. The console logs confirmed instances of ac power disconnected alarms. The console was returned for further investigation. Upon arrival the visual inspection revealed power cord damage. Internal cables within the plug were found to be disconnected. The root cause reported complaint was most likely due to an insufficient length of the wire outer sheath or covering d2 common device name revised on manufacturer device report in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H5 selection was inadvertently omitted on the initial manufacturer device report number. H8 selection was inadvertently omitted on the initial manufacturer device report number.

Event description:
The complainant reported a 52-year-old male patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the power cord on the associated automated impella controller (aic) broke. The medical staff swapped the aic due to the damage. No patient harm has been reported.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.